Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7113330.

Event description:
It was reported that the patients trial was aborted due to the physician having difficulty placing the leads. It was noted that during retrieval of the lead it was sheered and a segment remained inside the patients body. The patient was doing well post-operatively and there was no plan to remove the fragment. Leads will not be returned.